Event description:
The customer reported that their device had its service indicator illuminated and had logged event codes relating to the calibration of defibrillation energy. Upon testing by physio-control, it was observed that the device would charge defibrillation energy to 10 joules, but on the 360 joule test, it would not complete the charging process. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic and therapy pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies and determined that the cause of the reported failure was due to stress fractures on pins 45-52 of integrated circuit, designator u6 from the therapy pcb assembly.